Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer went to the emergency room (ER) with an elevated blood glucose (bg) level ranging from 165-400 mg/dl. The customer was treated with intravenous insulin to address the elevated bg and was released from the ER 4-5 hours later with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.